Event description:
It was reported that the bd ultra-fine¿ pro pen needles experienced clogging. The following information was provided by the initial reporter: for some time now, she has had to dispose of more than half of the needles unused because the insulin she has also needed for a long time does not go through.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd ultra-fine¿ pro pen needles experienced clogging. The following information was provided by the initial reporter: for some time now, she has had to dispose of more than half of the needles unused because the insulin she has also needed for a long time does not go through.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.